Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was impacted. Customer reverted to manual injections of humalog. Customer was able to load a cartridge successfully on the pump.

Manufacturer narrative:
The device has been received for evaluation; however device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.